Manufacturer narrative:
The failure analysis of the samples confirmed that the root cause for the reported event is worn optic parts. However, worn optic is normal after six months when the preventative maintenance is due. (B)(4).

Manufacturer narrative:
During onsite visit, the field service engineer (fse) replaced optics and gas bottle, performed beam path alignment and energy calibration. Preventive maintenance was due and performed. The system meets specification. The root cause is a need of preventative maintenance. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an out of voltage range error message during a refractive procedure. A company representative replaced the optics, changed gas bottle and performed preventative maintenance.